Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2025, the patient underwent a cystoscopic stent removal procedure to extract the ureteral stent. A flexible ureteroscope lithotripsy procedure was performed to place an ureteral stent, which was scheduled for removal after 60 days. Upon examination, the stent was found to be extensively encrusted with calculi, making extraction difficult. Following clinical assessment, surgical intervention was selected. The procedure was completed successfully, with the stent removed without complications.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: precautions: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. Potential complications: potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema; stone formation; peritonitis; extravasation; ureteral reflux; stent dislodgement; fistula formation; loss of renal function fragmentation, migration, occlusion; hemorrhage; pain/discomfort; stent encrustation; hydronephrosis, perforation of kidney, renal; ureteral erosion; infection pelvis, ureter and/or bladder; urinary symptoms. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2025, the patient underwent a cystoscopic stent removal procedure to extract the ureteral stent. A flexible ureteroscope lithotripsy procedure was performed to place an ureteral stent, which was scheduled for removal after 60 days. Upon examination, the stent was found to be extensively encrusted with calculi, making extraction difficult. Following clinical assessment, surgical intervention was selected. The procedure was completed successfully, with the stent removed without complications.